Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the swg (spring wire guide) was found broken during insertion.

Manufacturer narrative:
(B)(4). Catalog # corrected to cs-27702-e. The customer returned one guide wire assembly and a lid stock for evaluation. Visual examination revealed a slight bend near the distal tip. The coils were not offset or unraveled. The guide wire contained one slight bend from 20-40 mm from the distal end. The total length and outer diameter of the guide wire were measured and were found to be within specification. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The reported complaint of a damaged guide wire was confirmed by complaint investigation. The guide wire contained one slight bend near the distal j-tip. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer alleges the swg (spring wire guide) was found broken during insertion.